Event description:
It was reported that a patient underwent an ablation procedure with a qdot micro catheter for which biosense webster¿s product analysis lab (pal) identified hole in the surface of the pebax. Initially it was reported that before the ablation, they noticed blood in the spring from the qdot micro catheter. When they wanted to start the ablation, there was a high force warning within a few seconds in ablating, although normal grams were displayed beforehand. Replacing the cable, restarting the ngen and reloading the study did not resolve the error. Switching to smarttouch sf catheter solved the problem. No patient consequence. Additional information was received. No difficulty experienced while maneuvering the catheter or during the withdrawal. The pebax was not physically damaged. They noticed blood inside the spring on the tip. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 26-apr-2024 reddish material and a hole in the surface of the pebax was observed. This event was originally considered non-reportable, however, bwi became aware of a hole in the surface of the pebax on 26-apr-2024 and have assessed this returned condition as reportable.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 26-mar-2024. The investigation was completed on 26-apr-2024. The device was returned to biosense webster (bwi) for evaluation. A visual inspection, and screening test evaluation of the returned device was performed following bwi procedures. Visual analysis revealed reddish material and a hole in the surface of the pebax. The force feature was tested and no errors were observed. The force values and the vector were observed within specifications. No force issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The reddish material inside the pebax could be related to the force issue reported by the customer; therefore, the customer complaint was confirmed. The root cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The instructions for use states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi¿s quality system. Manufacturer's reference number: (B)(4).